Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had consistent issues with the mega suturecut needle driver instrument. The instrument wire was snapped and sticking out of the distal tip. The surgeon was reluctant to use this instrument. Both of the console surgeons were unhappy with this instrument. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated primary product material and unique device identifier (UDI) numbers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that they were not calling about a specific instance but were reporting a general issue they had been having at the site. The customer did not have additional information on specific dates or details. All related procedures were completed with no patient harm or fragments.

Event description:
Refer to h10/h11 for follow-up information.